Manufacturer narrative:
The initial and revision surgeries were both performed in (B)(6) 2018. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a revision surgery was performed one week post-operatively to remove a spacer that migrated.

Manufacturer narrative:
The device was not returned for evaluation. However, photos of x-rays were provided. The images confirmed the spacer backed out of the disc space post-operatively. Photos showing the initial placement of the spacer were not available. The cause cannot be established with the available information.

Event description:
It was reported that a revision surgery was performed one week post-operatively to remove a spacer that migrated.